Manufacturer narrative:
Concomitant products: cev6795b (lot # 06/05) - manufacture date: june 2005; cev634-1a (lot # 120804) - manufacture date: august 2012; (B)(4) (lot unknown). (B)(4). Analysis for the device (cev669b) indicated the black plastic piece is burnt at the pin level. The burn is probably due to the presence of humidity (insufficient drying / blood presence) between the pins which has led to the creation of an electric arc. Repair found no fault in the device (cev6795b). The device meets manufacturing specifications. Analysis for the device (cev634-1a) indicated that the electrode tube has a crack and a blister. The formation of the blister is due to the pressure of the glue on a pre-existing crack on the tube during the sterilization cycles. Full electrical testing could not be performed on the device ((B)(4)). Repair performed a conductivity test on the device and no issues were found. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4) was opened to address these issues. (B)(4).

Event description:
Four devices (cev669b, cev6795b, cev634-1a,(B)(4)) were returned to mxi for service repair. There was no reported p atient impact.